Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: found during evaluation of original file: the top half of the ultrasound screen is black with lines through it due to an internal failure within the lcd display. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was found during evaluation that the top half of the ultrasound screen is black with lines through it due to an internal failure within the lcd display.